Event description:
Patient was initially implanted with dual nalu peripheral nerve stimulator systems on (B)(6) 2024 to treat bilateral lower extremity pain. The systems were implanted with the implantable pulse generators (ipg) in the lateral thigh area on both legs and the implanted leads targeting the sciatic nerve. Immediately after activating the system it was discovered that the leads in the right lower extremity had migrated. Surgical revision was performed on (B)(6) 2024 to reposition the migrated leads. No components were removed or replaced during the procedure. See MDR 3015425075-2024-00286. In (B)(6) 2026 the firm was notified that the patient was being scheduled for a second revision of the right side system. Per the physician, the lead placed near the tibial nerve was causing discomfort for the patient and recommendation was to reposition. On (B)(6) 2026 a surgical procedure was performed to reposition that existing lead in the right leg to alleviate discomfort. No product was removed or replaced during the procedure and all originally implanted components remain implanted and in use.

Manufacturer narrative:
There is no indication of any system or component failure, as evidenced by all components remaining implanted and in use. Migration of leads appears to have taken place between the time of implant and activation and possibly again after having used the system for nearly 18 months in the same right extremity. It is unlikely that the initial placement of the lead was causing nerve pain as the patient used the system for a year and a half with no complaints. There are no reports of trauma or other known external factors that are likely to have contributed to the movement of the components. Migration is a known inherent risk of implantable neuromodulation systems.